Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma, hemorrhage and hypotension are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. A cause for the patient effects could not be determined as there were no reported device issues noted during the procedure and the bleeding site was not on the mitraclip access site, as it was some distance from access site. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device issue reported and the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the access site bleed. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). On (B)(6) 2018 two mitraclips were implanted through the steerable guide catheter via the right femoral vein access site, reducing mr to grade 2. The same day, the patient was noted to have a retroperitoneal hematoma on the right side due to bleeding from the femoral to the external iliac vein that was some distance from the mitraclip access site. The device relationship to the bleeding is unknown. The blood pressure dropped. The hematoma was confirmed with a CT scan. Six units of red blood cells and four units of fresh frozen plasma blood transfusions were administered and the condition resolved on (B)(6) 2018. On (B)(6) 2018 the patient had aspiration pneumonia due to food and the patient expired. The aspiration pneumonia is not related to the mitraclip device/procedure. No additional information was provided.